Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The plunger was not fully deployed. Per the instructions for use: deploy the needles by pushing on the plunger assemble until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported failure to deploy the plunger and additional treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an impella interventional procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, the plunger of the second proglide device was removed before completely depressing it to deploy the sutures, resulting in a failure to deploy the sutures. Three additional proglide devices had cuff misses. The suture of the sixth proglide device was successfully preplaced using the pre-close technique. The sheath was upsized to 12 f and the impella procedure was completed. The successfully preplaced sutures of the first and sixth proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.